Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006520 ¿ bone screw ¿ 63044714, 00625006525 ¿ bone screw ¿ 63213993, 00625006530 ¿ bone screw ¿ 63187334, 00875706002 ¿ shell ¿ 63198182, 00877703202 ¿ biolox delta head ¿ 283523, unknown m/l taper stem ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation. Subsequently, the patient has experienced recurrent dislocation and underwent closed reduction under sedation approximately 4 months later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient experienced multiple dislocations after first revision surgery. Patient underwent a closed reduction in the ER, dislocated again and was reduced under sedation. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.